Event description:
Patient reported obtaining back-to-back blood glucose results of 15 mg/dl and 125 mg/dl on the advantage system. Patient noted that, on another occasion, she performed back-to-back tests with results of 450 mg/dl and 200 mg/dl. Patient stated that, at the time the results were obtained, she was not experiencing symptoms of hypoglycemia or hyperglycemia. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.